Manufacturer narrative:
(B)(4). Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included hypercalcemia and renal failure. The subject device has not been returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm pericardial mitral valve was explanted after an implant duration of 50 days due to calcification leading to degeneration. As reported, this (B)(6) patient with many comorbidities presented at the hospital in critical conditions and underwent an emergency surgery. On transthoracic echo, mitral bioprosthetic valve showed severe leaflet calcification and very restricted motion leadling to critical stenosis. The explanted valve was replaced by a non-edwards mechanical valve. The surgeon assessed that the valve was degenerated due to the patient co-morbidities including hypercalcemia and renal failure. The patient expired after the surgery. As per medical opinion, the death was due to a combination of many factors such as patient's pre-operative status and comorbidities as well as the emergency surgery.

Manufacturer narrative:
The clinical observation of calcification was confirmed. X-ray demonstrated wireform intact and moderate to heavy calcification on all three leaflets. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. As received all three leaflets were dehydrated, leading to leaflets to become rigid. Stenosis was unable to confirmed due to dehydrated leaflets, however calcification could have contributed to the report. Black mold-like material was observed on the inflow and outflow aspect of the sewing ring. Native tissue (subvalvular apparatus) remained attached on the sewing ring near leaflet 2 at the outflow aspect. The sewing ring was cut near leaflet 1. The valve appeared in similar condition as in the images provided by the customer; black mold-like material was not observed on the images.

Manufacturer narrative:
Evaluation summary: this valve was reportedly explanted after approximately 50 days due to critical stenosis. All three leaflets are substantially stiffer than an as-manufactured valve when probed with fingers. The increase in leaflet stiffness most likely resulted from the extensive tissue calcification that was confirmed by histology findings. Although functional evaluation of the returned valve was not feasible, the leaflet tissue calcification appears to be sufficiently severe to cause the reported valve stenosis. Tissue calcification-mediated structural valvular deterioration (svd) is a chronic and usually late event for the majority of bioprosthetic heart valves. It is not common for a bioprosthetic heart valve to develop early calcification related svd as observed in this particular valve that is severe enough to be explanted. In patients with renal insufficiency or failure, particularly those requiring dialysis, the elevated blood calcium and phosphorous levels, as well as secondary hyperparathyroidism, are believed to play an important role in the development of the early bioprosthetic heart valve calcification sometimes observed in this subgroup of patients. This patient had a history of chronic renal failure and hyperparathyroidism, which may be responsible for the early calcific degeneration of this particular valve.

Manufacturer narrative:
The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information was received from the customer and the following sections were updated.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of calcification was confirmed. X-ray demonstrated wireform intact and minimal calcification on all three leaflets. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. As received all three leaflets were dehydrated, leading to leaflets to become rigid. Stenosis was unable to confirmed due to dehydrated leaflets, however calcification could have contributed to the report. Black mold-like material was observed on the inflow and outflow aspect of the sewing ring. Subvalvular apparatus remained attached on the sewing ring near leaflet 2 at the outflow aspect. The sewing ring was cut near leaflet 1. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the product evaluation results, the most likely root cause is patient's clinical condition. A manufacturing non-conformance was not identified. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.